Event description:
The customer reported that the ortho provue analyzer gel camera incorrectly interpreted weak positive reactions in an antibody screen as negative. The processed gel card was sent to the service rack due to unused microtubes in the partial card. Upon inspection, the customer noticed that both microtubes were weakly positive. The customer reviewed the patient's history and expected the antibody screen to be positive since patient had been given rh immunoglobulin (lot/date not provided). No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Ocd second level support (tac) received log files from the customer. Review of the log/tiff images of the affected sample confirmed a fine agglutination above the cell button. The button was disrupted in the images indicating a very weak reaction. The bitmap images also showed the same reactions. The customer's complaint was verified. No definitive root cause was determined. An ocd field engineer arrived on site and instructed the customer to repeat testing using an alternate lot of gel cards. Results were acceptable. Although satisfactory results were obtained using an alternate lot of gel cards upon repeat testing, the customer had reported that visual inspection of the gel cards during the initial testing was positive. Thus, the gel card was performed as intended. The fe optimized the reader camera optics. The customer performed qc testing and obtained acceptable results. This customer has not logged any complaints against the analyzer since this incident. Incident is isolated. (B) (4).